Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.